Event description:
It was reported that during a da vinci-assisted surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) about the repeated recoverable error 32097 occurred on universal surgical manipulator (usm) #4. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: usm 4 could not be used during the procedure. Site was able to continue to use the same da vinci system to complete the procedure robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was tested on an in-house system in normal mode where it triggered an error 31226. During patient fixture test platform (pftp) testing, the usm failed fiber test due to the clock spring fiber and parallelogram fiber low descending values. After installing golden clock spring fiber and golden parallelogram fiber the unit passed fiber retest. After testing was completed, the clock spring fiber and parallelogram fiber were aba tested, and failure was replicated. The root cause is attributed to the clock spring and parallelogram fiber.